Manufacturer narrative:
(B)(4). The product was requested for investigation but was not available. A lot number for device history record review was also not available. The customer commented that the circuit clotted off presumably due to the amount of pro-coagulants (the surgeon reversed the heparin completely with protamine while on cardiohelp) given while on the device and that the surgeon administered platelets and ffp (fresh frozen plasma) the following was determined: IFU hls 1.1 / us / g-641 / 03. Administering protamine influences the biocompatible properties of heparin surfaces. Therefore, protamine should not be administered directly at the coated medical device. It is recommended to reduce protamine treatment to a minimum and to administer the dosage in stages. No interactions with other substances are currently known. The reported event was most probably caused by the protamine administered and was not attributed to a device related malfunction. Based on these results and the information available at this time the device operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
A patient was unable to wean from cardiopulmonary bypass. The surgeon therefore placed the patient of cardiohelp. The surgeon reversed the heparin completely with protamine while on cardiohelp. The surgeon also gave platelets and fresh frozen plasma while on the cardiohelp. The hls circuit clotted off. This was not a complaint about the cardiohelp. The patient did eventually expire. The circuit clotted presumably due to the amount of pro coagulants given while on the device. (B)(4).